Manufacturer narrative:
The device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in audio test the insulin pump failed the test. The customer¿s blood glucose level was unknown at the time of the incident. The customer was reported that the insulin pump had same beep noise between 1 and 5. The customer was assisted with troubleshooting. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.